Event description:
It was reported the nurse opened the packaging during catheterization and discovered burrs on the tip of the seldinger guidewire. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged component is confirmed; however, the exact cause is unknown. One photograph of a 5 fr micro ez microintroducer was returned for evaluation. An initial visual observation of the photograph showed the distal end of the sheath was damaged. No obvious evidence of use was observed on the microintroducer in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.